Manufacturer narrative:
Samples were collected in a green pst tube and processed on the automation line at 3000 rpm. Samples appeared clear and "were at least half full". (Collection tube manufacturers recommend collection tubes be filled within 10% of the tubes stated volume.) Customer inspected the samples and noted the gel barrier was not disrupted. Qc was within the customer's established ranges prior to and after the erroneous results. All ckmb results > 10 ng/ml are repeated. No errors were posted to the event log in association with these patients' samples. A system check was performed on (B)(4) 2011 at 1:16 pm and met specifications. Bci field service engineer (fse) replaced the sample probe and performed the associated alignments. Carryover procedure was performed and passed. All verification testing met specifications. A clear root cause could not be determined for this event.

Event description:
A customer reported to beckman coulter inc. (Bci) that the unicel dxi 800 access immunoassay system generated ckmb results above the normal reference range for two (2) patients. The results were not reported out of the lab. Subsequent tests generated results within normal reference range. No reports of death, injury, or change to patient treatment have been reported in connection with this event.